Event description:
It was reported that a site's power adapter cable for their hp (B)(6) handheld device broke and they were not able to charge their handheld because of the broken cable. The site was sent a new handheld. Good faith attempts to obtain the handheld in question have been unsuccessful to date.